Manufacturer narrative:
(B)(4). No add'l info available.

Event description:
Covidien received a litigation complaint and related document on (B)(4) 2014. Covidien clinical team has reviewed the documents and summarized the reported circumstances of this event as follows: on (B)(6) 2012, a pt underwent a tracheostomy. It is then alleged that during the procedure, the shiley tracheostomy tube (model unk) was defective and needed to be replaced. The pt subsequently passed away on (B)(6) 2013. No add'l info was provided.